Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was unable to interrogate, briefly the estimated longevity appeared as 0.5 - 1 years then a message "an error in the pacemaker software has occurred." The device was explanted and replaced.